Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and battery power without powering itself off. However, the device was unable to engage in monitoring activities. Internal inspection revealed a damaged resistor fb2 on the sensor flex circuit cable. With this condition, the device displays "no cable connected" and is unable to take measurements or recognize sensors. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the device will switch off by itself after 2 minutes being powered on. There was no error message displayed. This failure occurred while the device was on battery and docked. No known impact or consequence to patient.